Manufacturer narrative:
Patient¿s date of birth/age, gender and weight are not provided for reporting. Date of postoperative infection development is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Facility address is not provided for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with three (3) sternal zipfix on (B)(6) 2018. Postoperatively the patient coughed and felt a pop. On (B)(6) 2018, the patient underwent a sternal wound drainage. Due to infection, the patient then returned to the operating room on (B)(6) 2018 for the removal of the three sternal zipfix implants and that the patient remains hospitalized as of (B)(6) 2018. There is no additional information available regarding the patient outcome. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that the patient was implanted with three (3) sternal zipfix on (B)(6) 2018. Post-operatively on an unknown date, the patient felt a ¿pop¿ internally after coughing. On (B)(6) 2018, the patient underwent a sternal wound drainage. It was found out that the patient was experiencing an infection and that the patient returned to the operating room on (B)(6) 2018 for the removal of the three (3) sternal zipfix implants. Patient remains hospitalized as of (B)(6) 2018. There is no other additional information is available regarding the patient status. This report is for a sternal zipfix with needle sterile / 5 pack. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part: 08.501.001.05s; lot: l424585; manufacturing location: bettlach; supplier: (B)(4); release to warehouse date: july 26, 2017; expiry date: july 26, 2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.